Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an elevated troponin (accutni) result above ami cutoff generated by access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory. Subsequent testing by an alternate method produced similar results. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. The customer diluted the sample with several diluents. It is unknown if the customer was using the diluent as recommended in the IFU (instruction for use). The customer sent the samples to bci for further testing, but the sample has not been received to date. A root cause for this event has not been determined.